Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 for blisters at their thoracotomy site with concern for infection. A computed tomography (CT) scan showed possible purulence. The patient was started on vancomycin and cefepime. They were on chronic suppressive doxycycline prior to admission. Blood cultures were negative. The patient underwent exploratory surgery with washout. The fluid was serous only and was thought to be fat necrosis. A wound vac was placed. The ventricular assist device (vad) was functioning as intended throughout.

Manufacturer narrative:
Corrected data: section b2: checked hospitalization. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.